Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device, no definitive conclusions could be drawn regarding the clinical observation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus and is typically the result og technique or patient related factors. In this case the operative note indicated that the patient had a severely calcified aortic annulus which required extensive resection and debridement. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The IFU was reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that a 21mm aortic valve was explanted at implant due to paravalvular leak (pvl). The operative report revealed the patient underwent aortic valve replacement (avr) and coronary artery bypass grafting (cabgx1 to om). The patient had a severely calcified aortic annulus which required extensive resection and debridement. On the noncoronary cusp, the calcium eroded almost through the wall of the aorta and required patch closure. After coming off bypass, the patient demonstrated poor cardiac function with right ventricular failure. Tee revealed moderate to large perivalvular leak. Bypass was reinitiated. With no obvious problems contributing to the pvl, the surgeon resized and replaced with a model another 21mm pericardial valve. Only trace pvl was noted upon reassessment. The patient required multiple inotropes and pressors to wean off bypass and transferred to ICU in critical condition. It was further noted that the patient was in cardiogenic shock, on crrt and mechanical ventilation and went into cardiac arrest on pod #4. Attempt was made to revive the patient, but the patient expired after a 20 minute code blue.